Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and full pace functional testing via simulator without duplicating the malfunction. The device was recertified and returned to the customer. The multi-function cable or electrode pads that were used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device's pacemaker did not work properly. Complainant did not indicate that there was any patient involvement in the reported malfunction.